Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The reporter, the patient's grandmother, reported that on an unspecified date, the pt obtained a blood glucose reading of 'hi mg/dl' (greater than 600 mg/dl). At that time, the pt experienced no symptoms of high or low blood glucose levels and was negative for urinary ketones. The reporter investigated and found the insulin cartridge and tubing were leaking, and claimed they had not been installed tightly. Troubleshooting revealed there was no damage to the cartridge or tubing. The pt replaced the cartridge and tubing and used a new infusion site, bolused using the pump, and her blood glucose level lowered to 185 mg/dl. The pt did not seek any med attention. Troubleshooting revealed there was no issue with the pump, cartridge or tubing. The pt had not replaced the cartridge tightly enough, and the insulin leaked. However, as the pt obtained a blood glucose reading greater than 600 mg/dl while using the pump, this complaint is being reported.